Event description:
It was reported that the device remote transmission indicated that there was an alarm for high capture management, five ventricular sensing episodes, that did not correspond to the current programmed settings or alert conditions. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193, implantable pacing lead, (B)(6) 2008; 6947, implantable defibrillation lead, (B)(6) 2008. (B)(4).